Manufacturer narrative:
D3. Medical device manufacturer:becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it was difficult to activate the safety mechanism, because it locked and the needle did not retract.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it was difficult to activate the safety mechanism, because it locked and the needle did not retract.

Manufacturer narrative:
Investigation summary: DHR:lot was built on afa line 4 on (B)(6)2018 through (B)(6)2018 for the quantity of (B)(4) ea and bulk packaged. All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans and all passed per specifications. There were no indications of the defect as it was noted that there were reject findings throughout the build of this lot that would impact upon the quality of the catheter product. Although units were not returned for investigation, photos were provided for observation of this incident. The photos revealed a miscellaneous unit to be out of the packaging which consisted of a needle/hub assembly with traces of thick media present. Visual/microscopic: the photos revealed the unit shown in both photos was not of bd product. Relationship of device to the reported incident: indeterminate confirmation of needle retraction failure, as stated in the pir, was not identified or confirmed based on the observation of the photos provided for this incident, therefore a root cause could not be established. The photos provided for this incident revealed evidence that the unit shown was not bd product; therefore these was no physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter it was difficult to activate the safety mechanism, because it locked and the needle did not retract.